Event description:
It was reported by the patient that weeks after implant, the device was not working properly. The physician's office confirmed that there was no issue with the device. The device remains is use. However, the right ventricle lead was dislodged and was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.